Event description:
During an initial implant procedure, the guidewire was unable to retract from the left ventricular (lv) lead. The lv lead was also noted as bent. The lv lead was not implanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of " difficulty removing the guidewire from the lead" and a bent and twisted lead were confirmed. As received, a complete lead was returned in one piece. Guidewire was inserted through the distal end of the lead and was restricted at the s-curve region due to kinked inner coil which is consistent with procedural damage. The cause of the reported events was isolated to procedural damage.